Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason. No further information was provided.

Manufacturer narrative:
Supplemental MDR corrections on blocks b5 and d6b.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason. No further information was provided.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.